Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and almost distributed in the market (B)(4) units. There are 12 units in our stock. We have received an open and unused sample with the thread attached to the needle and the thread still wound on the pack. No loose or extra needle has been found. However, without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no closed samples have been received and the open sample received fulfils specifications. Final conclusion: in spite of receiving an open sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported that found extra needle in the new suture pouch, without string in the pack. Additional information has not been provided.